Manufacturer narrative:
D6; device returned with no lot ID. 08/26/1996 dr tried to contact the surgeon. Sent no contact letter.

Event description:
The device was used during a laparoscopic appendectomy. The pt's hematocrit dropped post-operatively. Approx eight hrs post-operatively the surgeon re-operated on the pt. He did a laparoscopy. The staple line was bleeding and an endoloop was used on the staple line to control the beeding. The pt lost approx 500cc of blood. It is unknown if the pt received any blood. The pt is doing fine at this time.